Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 29 january 2020 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) stopped compression. The platform turned off and on twice before arriving to the hospital. No known impact or patient consequence was reported.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) stopped compression was confirmed during archive data review; however not confirmed during functional testing. The device functions as intended. Unrelated to the reported complaint, a cracked front enclosure and lcd backlight does not stay on were observed during visual inspection. During archive data review, multiple under voltage occurrence were observed, thus confirming the reported complaint. The platform was functionally tested and successfully performed compressions with a large resuscitation test fixture without faults. The battery connector was found to be in good working condition. The platform was tested using a known working battery and was able to work with no issues. Although, the platform did not power off during functional test as a precautionary measure, the power distribution board was replaced to avoid reoccurrence of the platform powering off. After parts replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).